Manufacturer narrative:
(B) (4). (B) (6). The rx acculink (part #1011341-40/lot#8021951) has been filed under a separate MFR number. Evaluation summary: there are a variety of technique that can be used to assist passage of the recovery catheter if it has difficulty advancing through the deployed stent such as: rotate the pt neck from side-to-side, change the position of the guiding catheter or guiding sheath, modify the tip shape of the recovery catheter, if stent struts are impeding the advancement of the recovery catheter, post dilate the stent, and insert a guide wire to straighten the stented area. If the mentioned techniques are unsuccessful in advancing through the deployed stent, the alternate recovery catheter should be prepared and used. Furthermore, in the warning section of the IFU states, always keep the open filter basket distal to the deployed stent. Do not attempt to pull an open filter basket through the stent. Do not attempt to capture the filter basket by pulling it into the recovery catheter if the recovery catheter tip is in the stent area. Pulling the filter basket into the stent area may lead to stent-filter basket entanglement and/or basket detachment. If filter basket entanglement or detachment occurs, surgical conversion or collapsing the basket with a second stent should be considered. The filter basket was successfully removed with the retrieval catheter; however, due to the unstable position in the ascending aorta of the stent multiple unsuccessful attempts were made to snare the stent resulting in a damaged stent that partially occluded the subclavian artery in which a surgical conversion is needed to remove the stent. Based on available info, the conclusive cause appears to be related to circumstances experienced during the procedure. There were no indications of any product deficiencies which could have contributed to the outcome of the procedure. As part of mfg quality process, all catheters are inspected to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. Product performance engineering will monitor the incident circumstances.

Event description:
Device malfunction: difficult filter removal/foreign body. Time of malfunction: during procedure. Symptoms / ae: surgical intervention/death. It was reported that during a left common carotid artery stenting procedure, the rx accunet embolic protection device (epd) had some difficulty turning the corner for placement in the left internal carotid. A buddy wire was used to successfully place the device. The rx acculink stent was placed in the lesion successfully. During recovery of the epd, the retrieval catheter could not make the turn into the internal carotid; therefore, the rx accunet was pulled down through the stent, catching and dislodging the stent and pulling the stent into the aortic-carotid artery junction. The filter basket was then, successfully removed with the retrieval catheter. Multiple unsuccessfully attempts were made to move the stent back up into the common carotid causing the stent to move into an unstable position in the ascending aorta. Multiple unsuccessful attempts were made to snare the stent resulting in a damaged stent that partially occluded the subclavian artery. The case was ended and the pt was monitored in the critical care unit. One day postprocedure, the pt was taken to surgery, successfully removing the stent. Post surgical procedure, the pt was hypotensive and treated with medication. The pt remained comatose and intubated. CT head revealed left cerebellar infarction, left occipital infarction and ischemia of the left hemisphere. On (B) (6) 2010, the pt died, reportedly from respiratory and cardiac arrest. Although requested, there was no additional info provided.